Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the display button not functioning and the system controller not communicating to the system monitor was confirmed via functional testing. The heartmate 3 system controller ((B)(6)) was returned for analysis, and a log file (aa210843) was downloaded for review with events spanning approximately 6 days ((B)(6)2021 per timestamp). There were no notable alarms active in the log file. The system controller underwent preliminary and functional testing; however, the system controller was unable to communicate with the system monitor and failed preliminary testing. The controller was forwarded to troubleshooting. The controller was connected to a power module and mock loop. The display button was pressed and found to be inoperable. The power cables of the controller were tested; however, no issues were detected. The lcd ribbon cable was then disconnected and reconnected to confirm that a solid connection was being made between the printed circuit boards (pcb) of the controller and the user interface of the faceplate; however, this did not resolve the issue. The faceplate was then removed and replaced with fully functioning faceplate from a test controller. The controller was reconnected to the power module and mock loop. The controller, with the new faceplate, had no issues communicating with the system monitor. The display button was pressed, and the controller was completely responsive. The controller, with the new faceplate, was resubmitted for preliminary and functional testing and passed all testing. The removed faceplate from the returned controller was connected to a test system controller and the reported event was reproduced again. The reported issue was isolated to the user interface found on the faceplate of the controller. The user interface (ui) was stripped of its membrane to reveal the underlying components and no abnormalities were found. Circuit analysis of the ui panel isolated the issue to two integrated circuits (u3 and u4). These components were removed, and the controller was reconnected to the power module and system monitor. Upon connecting the controller to the system, the controller was found to operate as intended. All buttons on the ui panel were responsive and the controller communicated with the system monitor without issue. The root cause for the reported issues was due to damage to the secondary pcb of the user interface; however, the root cause of the damage was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including self-test alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 4 "system monitor" explains the actions to take if the system monitor screen displays the "not receiving data" message after the system controller has been connected. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the display on the patient's system controller stayed black after pushing the display button. The patient was connected to the system monitor and the system controller was not detected. The controller was exchanged. This resolved the issue. The patient was stable during the entire process.